Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally announced two breakfasts, resulting in additional insulin delivery, and was advised to consume more carbohydrates and carry glucose tablets; subsequent review of glucose reports showed no low glucose events. Symptoms included no reported hypoglycemia or other adverse effects. Outcomes included no alerts, no alarms, and no medical interventions. Investigation included review of device reports and user education on meal announcement use. Investigation of this case revealed use error related to accidental duplicate meal entry with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error.